Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation that was bumpy itchy and bleeding. There is no indication that the patient required medical intervention. Multiple follow up attempts were unsuccessful in determining the medical outcome.